Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detached at the quick release. The patient observed insulin out of the tubing after changing the set. This issue occurred with 5 sets. No further information available.